Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss for all bedside monitors (bsms). No patient harm or injury was reported. Investigation summary: the root cause for this event is could not be determined. The customer noted that the cns lost its ip address. They performed troubleshooting measures which included swapping the ethernet cable from port 1 to port 2, noting that the ip address was retrieved. Multiple attempts to retrieve additional information from the customer were made without results. Review of serial number history finds no recurrence of this issue reported.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for all bedside monitors.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss for all bedside monitors. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for all bedside monitors.